Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter was not working due to an unknown issue. No medical intervention was reported. Additional event or patient information is not available.